Manufacturer narrative:
Batch review performed on 11 december 2015: lot 151090: (B)(4) items manufactured and released on 07 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event mectacer biolox delta ceramic ball head 12/14 ø 36 size l code 01.29.210 lot. 150459 (k112115): (B)(4) items manufactured and released on 10 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision surgery due to instability/dislocation. Liner and head exchanged. No pieces available, no x-rays.

Manufacturer narrative:
On 10 february 2016, it was prepared a final report with the information already submitted in the initial report. On the same date, the report was sent to the initial reporter and the case was closed.